Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. The assembly process and manufacturing procedure for catalog number 780-36 were reviewed and no findings related to the reported lot number. The DHR showed no issues or discrepancies which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint report. The DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the product sample becomes available this complaint will be reopened.

Event description:
The complaint was reported as: the complaint alleges that the heated wire burned a hole in the ventilator circuit in less than 10 minutes after turning it on. No report as to when the alleged event occurred (during set-up or during patient use). No report of a patient injury.